Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead. Patient was asymptomatic. The lead was explanted and replaced. During explant procedure, insulation breach was also noted confirming the reason for noise. It was suspected that insulation was caused by the can rubbing on the lead in the pocket. Patient was in stable condition after the procedure.